Event description:
It was reported that the patient has high lead impedance. It was the first consultation with the neuropediatrician after the surgery and it would be the day to turn on the generator. No additional relevant information has been received to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
Additional information received noting that the patient underwent surgery and once the lead pin was reinserted, the high impedance resolved without any devices having to be replaced.

Event description:
Ap and lateral chest x-rays were received and reviewed. The generator was located in the patient¿s upper left chest. The connector pin cannot be seen coming through the second connector block. The back of the lead pin was also sticking out further than normal. The filter feedthrough were confirmed to be intact. The lead was observed in the patient¿s neck and appeared to be routed toward the patient¿s left chest. There was no strain relief present in the neck region but there was a loop present near the generator. There was only one tie-down placed and it was not per labelling. There was not a portion of the lead that appeared to be routed behind the generator. The lead wires are intact at the connector pins. No sharp angles or gross discontinuities were identified in the visible portion of the lead. The cause of the patient¿s high impedance is due to incomplete pin insertion. Note that the presence of a micro-fracture and/or a lead discontinuity could not be ruled out in the portion of the lead that is not visible in the provided images.